Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon reamed for a 12 mm stem but when inserting the trial, found that it fit loosely. He then had to re-ream and insert a 14 mm stem.